Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was p-wave oversensing and dislodged as well. The physician elected to explant and replace the lead on (B)(6) 2021. The patient status is unknown.

Manufacturer narrative:
Correction -- h6 investigation conclusion should be "4315 - cause not established" rather than "11 - conclusion not yet available"

Manufacturer narrative:
Correction: initial b5 and h6 should have included inappropriate shocks.

Event description:
New received notes that the patient was stable. Patient had received inappropriate shocks due to the p-wave oversensing and dislodge.